Event description:
It was reported that the external pulse generator (epg) powered on with an error code. Technical support (ts) had the biomedical engineer remove the battery to clear the error and then power the device back on. The device powered on to the default settings without error message. Ts explained to the biomedical engineer how the error occurred and how to clear the error. Ts also noted that the error occurred if any membrane switch was depressed while the device is in a self-test mode and removal of the battery will clear the error. The device was restored to service and will be put back into service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).